Event description:
It was reported that co2 sensor had an error. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found cracked battery compartment, screws and nuts coming out of the battery compartment, broken bench, broken ferrite bead and valve is bent. Functional testing confirmed reported issue. The root cause of the reported issue was found to be broken bench and damaged main board. The bench, main board to be replaced. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).